Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer fault on the system. The system displayed a localizer faulted. It was confirmed that there was a bump status fault and internal temperature fault were both detected. The probable cause of the reported issue was a complementary metal oxide semiconductor (cmos) battery inside the camera. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r. H3: a medtronic representative went to the site to test the equipment. Testing revealed that there were optical issues, so the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product 9735821r, lot #: p901386, h2, h3: the returned psu was analyzed. It contained scratches on the housing. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .670mm with a passing threshold of .250mm. Previously reported codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.